Event description:
It was reported the pt had a series of "lead fractures" based on impedances (not x-ray) since revision/replacement in 2006. The pt had a burning and cramping sensation about 4" off the lead path in back. The pt was getting great relief with the stimulation. The pt only had the cramping sensation when the stimulation was on. There were some open circuits and one short between electrodes 6 and 15. Reprogramming using electrodes with normal impedances, and an x-ray, were recommended. It was unclear how the cramping was being generated. Refer to manufacturer reports # 3004209178200805045.